Event description:
Cotton coming apart on removal, retained [foreign body in reproductive tract]. Uncomfortable- vagina [vulvovaginal discomfort]. Had a tampon in that felt uncomfortable [medical device site discomfort]. Tried to remove tampon, cotton coming apart, retained [complication of device removal]. Cotton coming apart [device breakage]. Cause was traced to design [manufacturing issue]. Case description: consumer reported via social media that she took out tampon and cotton is coming apart. No serious injury reported. 23-sep-2021: reopened investigation completed: cause was traced to design. Action plan is in place.

Event description:
Cotton coming apart on removal, retained [foreign body in reproductive tract]. Uncomfortable- vagina [vulvovaginal discomfort]. Had a tampon in that felt uncomfortable [medical device site discomfort]. Tried to remove tampon, cotton coming apart, retained [complication of device removal]. Cotton coming apart [device breakage]. Case description: consumer reported via social media that she took out tampon and cotton is coming apart. No serious injury reported. 1-jul-2021: no failure could be identified as a result of the investigation.

Event description:
Cotton coming apart on removal, retained [foreign body in reproductive tract]. Uncomfortable- vagina [vulvovaginal discomfort]. Had a tampon in that felt uncomfortable [medical device site discomfort]. Tried to remove tampon, cotton coming apart, retained [complication of device removal]. Cotton coming apart [device breakage]. Consumer reported via social media that she took out tampon and cotton is coming apart. No serious injury reported.